Manufacturer narrative:
E1: patient city: (B)(6), patient country: china. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure

Event description:
Reference number (B)(4). Event occurred in china it was reported that the patient experienced a cannula issue with an infusion set. The cannula was bent. The event occurred on (B)(6) 2024. Blood glucose level was 34 mmol/l at the time of the event. Therefore, patient was hospitalized. Patient took IV insulin drip for the treatment. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.